Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose and was hospitalized twice. Customer was hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to high blood glucose. Customer was wearing insulin pump at the time of hospitalization. Caller reported that insulin pump malfunctioned and needed pump replaced.